Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour sheath was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, and handle. Visual inspection of the shaft area was performed, and a kink in the shaft was identified. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the sheath failed the returned product inspection due to a kinked shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation procedure, it was noted that there was a kink in the sheath in the packaging. The sheath was removed and prepared for returning the sheath. A new sheath was used for the procedure with no further issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.